Event description:
The customer reported that during a fundoplication procedure, the device jaws could not be re-opened while applied to tissue. The surgeon dissected the tissue directly adjacent to the device jaws in order to remove it. There was no pt injury.

Manufacturer narrative:
(B)(4). The site indicated that the incident sample was discarded. If add'l info pertinent to the incident is obtained, a follow-up report will be submitted.